Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient's l2 lead was found to be fractured. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-01029. It was reported that the patient had a fall in (B)(6) 2019, after which they were unable to feel effective therapy. It was confirmed that the lead had high impedance. In turn, surgical intervention may be planned to address the issue.